Event description:
ICD has shown signs of dysfunction and presents today for an ICD lead revision. On recent ICD interrogation she was found to have a low impedance on the ICD lead. At the time of her last generator she was found to have a lowshock impedance of the svc coil which was deactivated. She is a (B)(6) woman with a history of cardiomyopathy, vf arrest after dual chamber ICD implant. She also has a history of atrial fibrillation after pvi ablation. Recent interrogation of her device revealed continued low ventricular lead impedance. Hee lead is also effected by riata lead advisory. We had a lengthy discussion with (B)(6) regarding lead revision. Given her history of vf arrest assurance of lead function is critical.